Event description:
The custom reported that the device can be turned 360 degrees. During service, technician found that the device exceeded the expected temperature results, it failed the rotational speed test and it turned off after about 3 min with error 6 message. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed damaged components due to faulty cleaning and maintenance. Parts were replaced. The device was repaired and returned to the customer on (B)(4) 2012.